Event description:
A kimberly-clark ballard mac catheter, catalog no. 1925 was used for surfactant delivery and was thrown away. The infant was then having respiratory issues and a chest x-ray was done without seeing anything wrong. The infant continued to have respiratory issues and when using a kimberly-clark ballard suction catheter, a catheter piece was also retrieved. The catheter used for the suction was intact. The hospital risk management department is attributing the piece to be from the mac catheter, catalog no. 1925 during the surfactant delivery procedure. They used a cutter to open the catalog no 1925 box of product. Their theory is that the catheter may have been cut at that time and the piece lodged into the infant's lungs during the surfactant delivery. Patient is reported as fine as the problem was handled in a timely manner. Kimberly-clark has no first hand knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.